Event description:
During an interventional procedure, the guidewire did not appear to be properly coated at the proximal end. The patient is reported as 'ok' following the procedure; no injuries or complications were reported. No additional information is available.